Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to reset the pump, after which the pump did not display the error again, and the sensor session was successfully started.